Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menses irregular, adenomyosis, nabothian cyst, vaginal bleeding, abnormal uterine bleeding, multiple sclerosis, toxemia, parity 3, multi gravida, multiple sclerosis, crohn's disease, hypothyroidism, hypertension, headache, migraine, gastroesophageal reflux disease, type 2 diabetes mellitus, anxiety, depression and menometrorrhagia. Previously administered products included: sulfonamides, vyvanse, vimpat and lisinopril. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3724 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [mammogram] in (B)(6) 2012: no history of abnormal mammograms. [Pathology test] on (B)(6) 2023: final pathologic diagnosis. Uterus, cervix, bilateral fallopian tubes: benign endo and ectocervix with nabothian cysts. Proliferative endometrium, negative for hyperplasia and atypia. Myometrium with leiomyomata and adenomyosis. Benign bilateral fallopian tubes and fimbria with paratubal cysts. Serosal adhesions with endometriosis. Negative for malignancy the left and right fimbriated faflopian tube segments measure 5.6 x 0.5 x 0.5 cm and 7.5 x 0.6 x.0.6 cm. Each segment is remarkable for multiple paratubal cysts ranging from 0.1-1.3 cm in greatest dimension. Each segment is serially sectioned to reveala pinpoint lumen. [Ultrasound scan] on (B)(6) 2023: transvaginal gyn us: uterus: 10.26 cm cm length x 5.3 cm cm height x 5.9 cm cm width x anteflexed cervix: other: fluid and nabothian cysts seen. Endometrium: 11 mm mm right ovary: 3.8 cm cm fength x 2.6 cm cm height x 2.6 cm cm width x other: simple cyst seen measuring 2.7 cm by 1.9 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information race information, indication, patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3724 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3724 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.